Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID # 2134265-2018-00464 and 2134265-2018-00465. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the ilab system froze three times during pullback. Thus, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues and the device appears to be in good conditions. Functional testing was performed and no malware was detected. The gold booted system booted up properly with no failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID # 2134265-2018-00464 and 2134265-2018-00465. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the ilab system froze three times during pullback. Thus, automatic pullback failed. No patient complications were reported.